Event description:
A malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was informed to call back if the malfunction recurs, which the customer acknowledged and understood. The customer declined to resume insulin and restart the sensor during the call. Customer was instructed to continue using the pump and reach out for further assistance if needed.